Manufacturer narrative:
After further evaluation, the suspect medical device was changed from alinity I ca19-9, list 08p32-20, and manufacturing site abbott gmbh in section d of this report to alinity I processing module list number 03r65-01, manufacturing site abbott laboratories, irving, tx. MDR number 3016438761-2022-00087-00 has been submitted and all further information will be documented under that MDR number. Corrected data found in g1.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated ca 19-9 results for one patient. The results provided were: sid (B)(6) initial ca19-9xr 10.22 u/ml ((B)(4)), repeated 7.27 u/ml ((B)(4)). No impact to patient management was reported.